Event description:
Reporter stated after a blood glucose monitoring device was smoking while located in its base unit and there was a burning smell. Reporter alleged there was evidence of burning and smoke damage to the alleged base unit. Reporter stated the alleged base unit damaged two blood glucose monitoring devices. Reporter indicated there was no impact to pts or staff and no other damage to surrounding equipment. A request was made for the return of the suspect device base unit and replacement product was sent. Refer to 1823260-2005-02650 & 1823260-2005-02705 for suspect damaged blood glucose monitoring devices #1 & #2.